Event description:
"Final purity was 41% and recovery 66%. The purity was quite low based on their experienced with cd34 selection on the isolex 300i. The product had a tnc of 1 x10^10 cd34= 1.8%, adequate number of mnc, low hct (2%) and reported no errors during the course of the selection procedure. Based on her review of the data, she is unable to determine a reason for the low purity." 1 disposable set and 1 reagent kit affected. Problem noted after use. Patient did received the product implicated in the incident.